Event description:
It was reported that, during an office follow-up, the programmer had a red warning screen indicating the device had a patient data (pd) alert. Additionally, it was noted that smart pass was disabled due to small signals and long intervals however, it has been turned back on. Device programmed to alternate 2x. A save to disk was performed and engineers determined the pd error was benign. The device appears to be operating normally. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.